Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm to address the issue. Additionally, resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer was ultimately able to successfully fill the cartridge and continued to use the pump for insulin therapy. Customer's blood glucose was 400mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.